Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during a bwi sponsored clinical study, a patient experienced femoral artery pseudoaneurysm occurred categorized as moderate and serious as defined by in patient or prolonged hospitalization with an admission date of (B)(6) 2025 to (B)(6) 2025. The relationship to the study devices is not related. Relationship to the index study procedure was causal. It was expected/anticipated. The outcome is recovered/resolved with an end date of (B)(6) 2025. Intervention performed was surgery (evacuation of hematoma and ligation of vessel).

Manufacturer narrative:
On 20-oct-2025, bwi received additional information indicating that the d4 catalog number is d138502 for the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The d4 primary UDI number was updated to a partial (B)(4). However, the d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).